Event description:
During a routine hemodialysis treatment, a patient blood loss of approximately 210cc occurred. Venous air alarms occurred during the treatment and nxstage personnel were onctacted via telephone to assist with troubleshooting . Before the alarms could be resolved, it was determined that too much time had elapsed and there was concern regarding potential clotting of the circuit. As a result, the blood circuit was discarded without returning the patient's blood.